Event description:
A surgeon reported threee patients experienced corneal edema following cataract surgery. This is one of three medwatch reports being filed for this report. MDR ref. Numbers associated with this report are, 3002037047-2007-00024, -00025, -00026.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Add'l info was requested on 03/26/2007.